Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stuck. It told her to check her blood sugar but when she hit the escape and act buttons it did not go away. Customer's blood glucose level was not reported. The device was not returned.